Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: (B)(6) 2004, explanted: unk.

Event description:
An infection was reported. Patient was titrated down and was now on orals. The pump and the catheter was to be removed today i.e. The date of this report. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was later reported that the infection was in the pocket and the pump and catheter were removed. There were no withdrawal symptoms and it was believed that cultures were sent; results were not known. At the time of this report, the patient was "doing fine". Drug delivered via the device was lioresal and patient was provided oral baclofen prior to explant.